Event description:
It was reported the customer received a motor error alarm. Customer's blood glucose was 201 mg/dl. The customer could not recall any significant events leading to the alarm. The customer also reported a motor position encoder error alarm occurring. Customer also stated they were unable to complete the rewind sequence on their insulin pump. Customer also reported a no delivery alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test and verify e70 alarm, no delivery alarm due to motor error alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.